Manufacturer narrative:
(B)(4).

Event description:
Transmitter failed/error/alertreceived alert of transmitter failed error, not able to restart the transmitter. The transmitter has been used less than 3 months. The transmitter was first inserted into a transmitter holder: 2020-12-10. Transmitter s/n: (B)(4). Sale date: 2020-10-08. Sb:2021-04-16 pump/receiver:(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).